Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt dizzy. It was also reported that the right ventricular (rv) lead exhibited diminished sensing. The lead remains in use. No further patient complications have been reported as a result of this event.